Event description:
On 29 oct 2007, the sales representative reported that the screw was found disassembled in the tray. There was no patient contact.

Manufacturer narrative:
Implant was not used. Evaluation is pending.